Event description:
Information received by medtronic indicated that the buttons of the insulin pump were unresponsive and they need to be pressed and button give few times to take action and crack on the back of the insulin pump. No harm requiring medical intervention was recorded. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.